Manufacturer narrative:
Device evaluation: an application support manager (asm) was at site when the event occurred and provided instructions. System is performing to specifications. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor experienced suction loss 3 times during integral guidance imaging due to patient movement. He was able to complete the treatment on the fourth attempt and stated the patient had a dense cataract. Doctor stated once in the operating room noticed that the capsulotomy was incomplete which resulted in a capsular bag tear. He had to perform a vitrectomy and placed an anterior chamber (ac) lens in the right eye. No additional information was provided.